Event description:
Initial event reported on (B)(6) 2012 ¿ a message appears when trying to proceed in the procedure phase of the software: fatal error could not complete action. It was noted that the usb drive was not one that was issued by superdimension. They were going to re-export the planning file to a superdimension usb drive and try again. This was prior to the case¿. Subsequent info received on (B)(4) 2012 ¿the site cancelled the superdimension portion of the procedure¿. The pt was under general anesthesia. There was no pt harm or injury reported.

Manufacturer narrative:
Results: (other) ¿ an analysis of the procedure recording is pending. On on-site functional test was performed by a company rep on (B)(4) 2012. The system was found to have a software issue. This issue was resolved by reinstallation of v6.2.29 software. In an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.